Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of no image being displayed could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and the customer¿s complaint (no image) could not be confirmed. An image was available during testing. During inspection and testing the following was also found: the front panel is cracked, the chassis is deformed, the top cover is deformed. Due to deformation of video connector socket, the scope cable does not click when it is connected. Due to expired life expectancy of battery, the date and time settings reset when turning on the power. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the loaner device has no image. There were no reports of patient harm associated with this event.